Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event - correction: remove "life-threatening."

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. No product or data was provided for evaluation. Loss of connection could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and failed due to no voltage. No log data available for review. Confirmation of the allegation and root cause could not be determined.